Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient performed a cassette and infusion set change, he experienced repeated line-blocked alarms. The patient resumed insulin using the same cassette, but the alarms continued. After changing the infusion set, the line-blocked alarms did not reoccur. The event occurred while in use with the patient, operator of the device was the patient.